Event description:
It was reported the customer got into an accident for low blood glucose this past summer. Customer had two hospital visits in the past two years for low blood glucose. Hospitalization, (B)(6) 2014 customer was admitted for low blood glucose of 49 mg/dl. Customer stated she was walking, uses cane, blood glucose lowered and she fell. Ambulance was called blood glucose at time of admission was 176. Paramedics were called; (B)(6) 2014 blood glucose was 60 mg/dl. Customer was at home and blood glucose lowered and ambulance was called but did not treat her since she was drinking a root beer. Car accident (B)(6) 2014 blood glucose was 29 mg/dl and she hit a pole. Customer stated she left her home with out eating and it was lunch time. Customer stated she experienced a low last night but she drank a root beer and was fine, no hospitalization. Customer declined troubleshooting, stated the device was fine. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.